Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they could not deliver bolus after checking his blood glucose level. The customer's blood glucose level as 220 m/dl. The customer reported that they were trying to correct his blood sugar and the insulin pump had battery out limit. They reported that they were able to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify unexpected battery power loss and absent of alarm anomaly due to blank display.